Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient experienced electric shocks and poor pain relief. The patient stated that their implantable neurostimulator (ins) was a big disappointment. The patient still needs opioids, which they were trying to avoid. It was also reported that the patient would have to charge the ins every day for two hours. The patient also mentioned that they have suicidal thoughts and think about suicide every day. No further complications were reported or anticipated. Indication for use is unknown.